Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The presence of tissue in the helix was confirmed; however, the helix mechanism functioned properly during analysis. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the increased pacing threshold and impedance measurements that were observed clinically.

Event description:
It was reported that this right ventricular (rv) lead was implanted. However, after the procedure was completed, the lead parameters did not match the measurements observed during the procedure. The pacing impedance measurements had increased and were higher than desired, but not out-of-range, at 1300-1400 ohms. Also, the pacing threshold measurements were increased, to 2.5v. A re-intervention was not ideal, and three weeks later a new procedure was performed to reposition the lead. However, tissue was observed in the helix when the lead was removed, so the physician elected to implant a new lead to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted. However, after the procedure was completed, the lead parameters did not match the measurements observed during the procedure. The pacing impedance measurements had increased and were higher than desired, but not out-of-range, at 1300-1400 ohms. Also, the pacing threshold measurements were increased, to 2.5v. A re-intervention was not ideal, and three weeks later a new procedure was performed to reposition the lead. However, tissue was observed in the helix when the lead was removed, so the physician elected to implant a new lead to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.